Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-02650 / 2015-3293 / 2016-02399). Product location unknown.

Event description:
It was reported that patient underwent a left hip revision procedure due to recurrent dislocations. During the procedure, cheesy exudate consistent with particle osteolysis, a well-fixed cup and stem, oxidation and elongation of the liner and locking ring damage were noted. The head, taper adaptor, liner and locking were removed and replaced to complete the procedure. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported by the patient that patient alleges to be experiencing pain, muscle spasms, swelling, recurrent dislocation, length discrepancy, alteration in gait and wear on the "ball and cap" of the left hip. It was further reported that patient underwent a hip aspiration approximately seventeen years post-implantation. Infection was suspected and poly wear was noted at this time. It was further reported that patient underwent 2 or 3 repositioning procedures on unknown dates due to unknown reasons. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. It was reported in operative report received that patient was revised approximately seventeen years post-implantation due to recurrent dislocations. During the procedure, cheesy exudate consistent with particle osteolysis, a well-fixed cup and stem, oxidation and elongation of the liner and locking ring damage were noted. The head, taper adaptor, liner and locking were removed and replaced to complete the procedure.